Event description:
It was reported to philips that the device's battery pca had broken pins. The device was not in use on a patient. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J3 and j7 were found bent/damaged.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the device's battery pca had broken pins. The device was not in use on a patient.